Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the pump black box data revealed consecutive inexplicable pump reboot events; the battery voltage was above the designated value to initiate a low battery warning or replace battery alarm at the times of the reboots. No damage to the pump was observed during a visual inspection. The battery cap contact dimensions measured within specifications, and the cap secured properly to the casing. During testing, the rewind, load, and prime steps were completed successfully with no duplicated power issues or errors, alarms, or warnings occurring related to the complaint. The pump case was removed, and no intermittent conditions were found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.